Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: no lot information or sample available. No further investigation required.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) did not connect well to the bd optima during use, only "25% on" it once tightened. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: the blue luer end: they are using an anti-siphon tubing (c25012) to connect to optima and it is only like 25% on once tightened. They mentioned the luer is more narrow compared to the original phaseal. Disconnections. They are finding optima disconnect often. Fibers: they were told to "scrub the hub" similar to a needless connector. So they scrub the end of it with an alcohol swab and the fibers attach to the threading. Infection prevention did a test under glow lighting and it completely lit up which is an issue. They have increased claspi on their unit. They cannot pinpoint it to this, but this is the only new product they have used so it is under spotlight. Another issue was the vial protector: there is a bit of a gap as the vial states it has a 28 day period of use vs. The bubble states 7 days.